Event description:
A report was received that the patient underwent a pocket revision due to a pulling pain at the pocket site. The physician moved the pocket higher on the right flank. The patient is reportedly doing well.